Event description:
Caller reported that insulin gauge displayed an amount different than expected, leading to a fill estimate issue on the pump where the displayed value remained static. There was no adverse impact to the customer¿s blood glucose level. Cts educated caller about the variance in measured pressures that could cause the issue and explained that once the insulin remaining equaled the static number, the fill estimate would count down normally. Caller understood and acknowledged the information provided.